Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the battery in their back was getting hot. The patient stated that it didn¿t happen all the time and that it did it on and off since implant. The patient noted that they had a hand that got hot like a fever and was wondering if it was something similar, the patient clarified that their hand getting hot was not related to the device or therapy. The patient noted that it was not hot on the day of report. The patient was advised to follow up with a healthcare professional (hcp) regarding the warmth at the implantable neurostimulator (ins) site. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.